Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the drawer's hardwires were damaged. The rails, along with the retractable bands and boards, are also broken. The field service engineer replaced the whole drawer to address the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the complete half-height drawer was not recognized on the bus and could not be retrieved. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.